Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: a filter was deployed for history of dvt and high risk for pe. Access was gained in the femoral vein using a seldinger technique. A contrast vena cavagram demonstrated the renal veins. The filter was deployed inferior to the renal takeoffs without incident. Post filter deployment a contrast injected vena cavagram demonstrated the filter was in an upright position, inferior to the renal takeoffs, no contrast extravasation was identified.

Event description:
It was reported that a vena cava filter was deployed for history of deep vein thrombosis/pulmonary embolism. Sometime post filter deployment (date not provided) filter limb perforation was alleged. Medical records provided from the reporting source confirmed patient history and filter deployment; however, no other information was provided surrounding filter limb perforation. The patient status at this time is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information it was reported that a vena cava filter was deployed for history of deep vein thrombosis/pulmonary embolism. Sometime post filter deployment (date not provided) filter limb perforation was alleged. Medical records provided from the reporting source confirmed patient history and filter deployment; however, no other information was provided surrounding filter limb perforation. The patient status at this time is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts extends beyond the ivc wall into the mesentery. The device has not been removed and there were no reported attempts made to retrieve the filter.the current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts extends beyond the inferior vena cava wall into the mesentery. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years six months, a computed tomography (CT) of abdomen without intravenous contrast was performed and some of the filter struts have penetrated 1 mm through the wall of the inferior vena cava into the pericaval/mesenteric fat. Therefore, the investigation is confirmed for the perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate h10: b6, g3, h6(conclusion) h11: g1, h6(method, result) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical record review: a filter was deployed for history of dvt and high risk for pe. Access was gained in the femoral vein using a seldinger technique. A contrast vena cavagram demonstrated the renal veins. The filter was deployed inferior to the renal takeoffs without incident. Post filter deployment a contrast injected vena cavagram demonstrated the filter was in an upright position, inferior to the renal takeoffs, no contrast extravasation was identified. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall.

Event description:
It was reported that a vena cava filter was deployed for history of deep vein thrombosis/pulmonary embolism. Sometime post filter deployment (date not provided) filter limb perforation was alleged. Medical records provided from the reporting source confirmed patient history and filter deployment; however, no other information was provided surrounding filter limb perforation. The patient status at this time is unknown.